Event description:
It was reported that the pt was originally discharged in 2008, and developed a fever and redness around the catheter site of the on-q pain pump. The pt went back to the hosp five days later, and was treated with IV antibiotics in the ICU. The pt was released from ICU the following month. The pump was discarded by the pt.

Manufacturer narrative:
The info contained herein is based on the info provided by the initial reporter. The device involved in this complaint was disposed and is, therefore, not available for eval. Without the actual product or lot number, a complete analysis cannot be conducted. All I-flow products are sterilized and sealed in appropriate packaging, to be opened only in a sterile environment by individuals trained in sterile procedure. Prior to release, all production lots are subjected to stringent lab testing to assure sterility. With the assumption that the device was properly handled by the clinical personnel associated with this surgery, the device was introduced to the surgical site in a sterile condition. Any infection complication following thereafter is most likely due to other postoperative factors. If add'l info that is pertinent to this event becomes available, I-flow will submit a f/u report.